Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the smart remote manager had begun beeping after a power failure was experienced. The field service engineer (fse) was enroute, the customer contacted the fse and advised that the issue had been resolved and that no service was required. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer required maintenance. A power fluctuation had occurred, after which the station began beeping continuously. The issue appeared to originate from the smart remote manager not detecting that the drawer was fully closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.